Event description:
Customer reported via phone, he was having issues with the sensor activating the threshold suspend on the insulin pump when blood glucose is not low. Customer's blood glucose was 264 mg/dl and threshold suspend is set at 60 mg/dl. Troubleshooting was performed and it was customer was wearing the transmitter facing down, he was advised to remove and replace. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.